Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the zapping sensation was patient error. They stated that they had accidentally changed the settings in the remote. The patient¿s manufacturer representative (rep) was very quick to fix the problem and direct the patient on the proper settings. The issue was resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their stimulation was causing them discomfort. They stated that everything was fine up until this morning. Patient stated that around 7 o'clock this morning, they noticed that the stimulation was on group a and the stimulator was just pinging them but just going through the right side of them which was kind of unusual. Patient said they were feeling the stimulation in the front now and when they had the stimulation on a, they normally didn't have that sensation. Patient mentioned they had dental appointments this morning and they were sitting in the chair and when the dentist went to recline the chair, the patient said they jumped because they felt stimulation zap them. Patient noted they kept dialing the stimulation down and they went down to 0. 0 and it was still vibrating quite a bit uncomfortable so they had to turn the stimulation off. Patient then stated they got home and turned the stimulation back on, but the sensation was still the same. The stimulation was targeting just one area and they couldn't get a setting that was comfortable. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.